Manufacturer narrative:
Currenlty, the pacemaker and associated leads are being used for temporary pacing. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that erosion of this patient's pacemaker pocket had occurred. Approximately five weeks ago, this patient pulled the device out of his chest and cut through the associated leads. A culture was taken today and pending those results, the system will be re-implanted. No other adverse patient effects were reported.